Manufacturer narrative:
Device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the test strips have passed all testing with no faults found. The meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Event description:
On (B)(6) 2011, the patient/lay-user¿s friend or family member contacted lifescan (lfs) alleging that the patient was experiencing a power issue with his one touch ultra2 meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter not powering on began on (B)(6) 2011, at 1 pm. He denied taking any medications to manage his diabetes and due to the alleged issue the patient continued his usual diabetes management routine. The patient claimed 'one day' after the alleged issue started, the patient felt 'tired, disoriented and weak'. In response to his symptoms, he reportedly was taken to the emergency room (ER) on (B)(6) 2011, at 9:30 pm where his blood glucose was tested with an ER meter and a result of '300 mg/dl' was obtained. The patient stated that he was kept overnight and treated with insulin and IV fluids, and discharged the next morning. During the initial call with customer service, the agent noted that the battery did not need to be replaced, the correct test strips were in use and there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 2 (12/06/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination and a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.